Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure and interrupted suturing technique was used on skin. Two days, post-operatively, the suture broke. No medical or surgical intervention was reported.